Event description:
Factory analysis of a returned power supply revealed a capacitor failure that may result in the unit shutting down during operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.